Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver lioresal (baclofen) 500mcg/ml at a dose of "50mcg". It was reported that the pump pocket "had some drainage" and seemed to be eroding through the skin. In regards to any environmental, external or patient factors that may have led or contributed to the issue, it was noted that the patient had "difficulty healing". The entire system was explanted on (B)(6) 2024. The system would not be replaced. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight was 99 pounds. The patient's medical history included a brain injury, being slow to heal, and being non-verbal.